Event description:
It was reported by repair work order that the side rail could lower unexpectedly. It was found that the patient right side rail remained active and prevented the side rail from latching up. Upon further evaluation, it was found that the release handle was partially detached from the center column of the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.